Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The monitor's electrode belt receptacle was broken free from and missing from the monitor. The root cause for the missing receptacle was physical abuse. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.